Event description:
This spontaneous case report was received on 04-mar-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5029580, received at FDA on 03-apr-2013). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced pulmonary embolism, swelling, migraines, irregular periods, bleeding, cramping, diagnosed with fibromyalgia, painful intercourse, weight gain, diagnosed with gerd (gastroesophageal reflux disease), device breaking down inside her, during a dnc (dilation and curettage), a piece of the coil was pulled out, and she is in extreme pain. On FDA form reported report type was 'injury', outcome of events was 'other serious (important medical events)'. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2007, the consumer had essure (fallopian tube occlusion insert) implanted for permanent birth control. Consumer called to report adverse reactions to essure permanent birth control system. She had been in and out of hospital since implantation in 2007 (reported start date of event(s) was (B)(6) 2007), and has experienced multiple systems including swelling, migraines, back pain, pulmonary embolism, irregular periods, bleeding, cramping, diagnosed with fibromyalgia, painful intercourse, tingling sensation on right side of her body and weight gain. She stated she has been pot on prozac (fluoxetine) and was diagnosed with gerd (gastroesophageal reflux disease). She stated the device was breaking down inside her, and during a dnc (dilation and curettage) a piece of the coil was pulled out. The consumer stated she is in extreme pain and is scheduled to have a hysterectomy for device removal. Essure explant date was provided as (B)(6) 2013. Follow-up received on 17-mar-2014 and additional information in 20-mar-2014: no new clinical information. Case considered to be closed. Follow up received on 20-mar-2014 with the final ptc (ptc global number: (B)(4)) investigation result: final assessment: usability issues (uis) are not associated with technical defects or adverse events. Uis are typically acts that lead to a different result than expected by the user. Examples include, but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. Please see reference (B)(4), "essure usability issues". No lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Final risk classification: risk category IV medical assessment: the events reported are not necessarily indicative of a quality defect. In this case a usability issue where a coil was pulled out during a d&c procedure was reported. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Internal correction from coding on 01-apr-2014: the event during a dnc a piece of the coil was pulled out was considered as non-serious (pt: unintentional medical device removal). Follow-up received on 13-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4)). Consumer reported that she had essure implanted a short time after she had her second child. Shortly after that, she was a mess. She was always in pain with visit after visit to the emergency room. She spent most of her time in bed and miserable. She couldn't play with her own children and was always too sick to be there for her children. She was always in pain or bleeding, not to mention all the weight she gained. She was 2.5 years essure free at the time of this report, and although she was not back to normal, she was not suffering daily like she used to do. The inflammation in her body had decreased tremendously. She stated that there is no way you could ever tell her that all of her problems were not directly connected to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pulmonary embolism, she was always bleeding (interpreted as genital bleeding) and was in extreme pain / always in pain (interpreted as pelvic pain). Consumer reported she was essure free (interpreted as essure removal) approximately 6 years after insertion. These events were considered serious due to medical importance. Pulmonary embolism is unlisted in the reference safety information for essure while the remaining events are listed. After internal review, the previously reported event during a dnc a piece of the coil was pulled out was considered non-serious. In addition, non-serious and unlisted event device breaking down inside her was reported. Pulmonary embolism is usually a complication of venous thromboembolism and its etiology may involve hypercoagulable states, immobilization, pregnancy, oral contraceptives and estrogen therapy, malignancy, hereditary factors and acute medical illness. Considering the pathophysiology of this event and essure's local action at fallopian tubes, causality with essure was assessed as unrelated. Abnormal genital bleeding, menses pattern changes and pelvic pain may occur with essure therapy. Given the positive temporal relationship and nature of the events always bleeding and extreme pain / always in pain, causality with essure cannot be excluded. Non-serious events were also reported. This case was upgraded from other reportable incident to incident upon receipt of information stating the consumer had essure removed (intervention implied). The product technical analysis concluded based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 07-nov-2015 from consumer via social media: the consumer stated that essure had poisoned her and that the damage could not be undone. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pulmonary embolism, she was always bleeding (interpreted as genital bleeding) and was in extreme pain / always in pain (interpreted as pelvic pain). Consumer reported she was essure free (interpreted as essure removal) approximately 6 years after insertion. These events were considered serious due to medical importance. Pulmonary embolism is unlisted in the reference safety information for essure while the remaining events are listed. After internal review the previously reported event during a dnc a piece of the coil was pulled out was considered non-serious. In addition, non-serious and unlisted event device breaking down inside her was reported. Pulmonary embolism is usually a complication of venous thromboembolism and its etiology may involve hypercoagulable states, immobilization, pregnancy, oral contraceptives and estrogen therapy, malignancy, hereditary factors and acute medical illness. Considering the pathophysiology of this event and essure's local action at fallopian tubes, causality with essure was assessed as unrelated. Abnormal genital bleeding, menses pattern changes and pelvic pain may occur with essure therapy. Given the positive temporal relationship and nature of the events always bleeding and extreme pain / always in pain, causality with essure cannot be excluded. Non-serious events were also reported. This case was upgraded from other reportable incident to incident upon receipt of information stating the consumer had essure removed (intervention implied). The product technical analysis concluded based on the information available, there is no reason to suspect a quality defect.